Event description:
Customer reported receiving alarms indicating that insulin delivery had stopped for 12 hours, which was found to occur periodically and inaccurately. Customer declined troubleshooting from tandem technical support. There was no reported adverse impact. No additional information was provided.